Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant inratio results. Results as follows: date: (B)(6) 2013, inratio: 0.8, lab: 1.39; (B)(6) 2013, 1.4. Patient self tester received an unexpected low inr result from initial nurse training. Patient went to the lab for correlation test. Therapeutic range: 2-3.